Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial#: (B)(4), ubd: 26-aug-2020, UDI #: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during removal of the nose cone and while the wire was being replaced, a kink was noted where the paddle attachment connected to the nose cone. The tip of the nose cone was withdrawn and touched the frame of the valve which caused the valve to dislodge into the ascending aorta. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.